Event description:
My life has been ruined because my obgyn didn't give me any other choice but essure when I asked to have my tubes tied. One coil moved and created scar tissue. The scar tissue created a barrier so my periods could not flow out like normal. Instead I had 8 or so months of my period built up inside me. I woke up screaming in pain one morning. After emergency room doctor performed pelvic exam and tests he was able to release the pressure. I then had a hysterectomy by the same obgyn. He used the da vinci robotic laser machine to perform the hysterectomy which has created severe issues. Less than a month from my obgyn doing the hysterectomy I received a letter stating I needed to find a new obgyn. There was no reason as to why given though I had already made the choice to find a new one. But I got my medical records and the way dr. (B)(6) transcribed them made it clear something wasn't right. Once I finally got the pathology report I found the answers. Both tubes had metal foreign debris coils that measured at different links and were both in different areas. One had moved into my uterus and punctured into my ovary. Dr. (B)(6) pulled the part out of my ovary when removing my uterus, tubes, cervix. Nothing was ever mentioned to me or my family about this. Neither does the operative reports, I can't seem to find a obgyn to help me due to losing my insurance and no doctors seem to know anything about this procedure to even help me. I ended up in the emergency room and needed help getting whatever issues that have been created fixed. My entire life has ben ruined, my son, career, home, are either suffering from my extreme pain and issues.